Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reports being unable to walk. The patient reports their sensor was not working with their pod which was previously reported. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, antibiotics and an insulin drip. The patient reports they were given pills (unknown). The patient was discharged from the hospital after 3 days.